Event description:
Patient name: (B)(6) birth, country: (B)(6), living country: (B)(6), date of birth: (B)(6) 1954, date of surgery: (B)(6) 2017. Diagnosis: severe calcific aortic stenosis ef - 63% concentric lvh past history: hypertension prostate operation: surgical aortic valve replacement. Implanted number 19mm trifecta bioprosthetic valve. Current stage: the patient has chest discomfort and is advised for aortic valve replacement. The patient has chest discomfort from (B)(6) 2020. After getting a couple of trans-thoracic echo and angiogram, patient is advised for aortic valve replacement.